Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: evaluation revealed the pump powered on and the display is blank. Moisture can be seen from behind the display lens. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture throughout the pump case.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen for their device was completely blank. The reporter mentioned that this happened after the pump was temporarily submerged in water. The reporter noted that there was water in the display screen on the pump, but stated that there was no physical damage to the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.